Event description:
A (B)(6) male underwent evar on (B)(6) 2010. The pt had a calcified anatomy and small calcified access vessels. While an attempt was made to advance the zenith flex aaa endovascular graft iliac leg through the left iliac, the delivery system kinked, crumpled and folded. A second device was used. The valve on the second device was so poor that as soon as the device entered the artery, the valve was allowing significant blood out of the system even when the valve was tightened over the gray introducer. Neither of these devices were deployed. It is not known how much heparin was delivered to the pt but the act was 259 mid-procedure. Standard hep-saline with syringe was how the device was flushed prior to pt contact. The pt lost a total of 300ml of blood. No additional pt outcome was not provided by reporter.

Manufacturer narrative:
Blood loss is labeled in the IFU. Valve leaks are not specifically addressed in the IFU. The device was returned in a used and contaminated condition. The stent graft was loaded in the delivery system. Check-flo discs critical dimensions are inspected during incoming quality control. The captor valve assembly is inspected 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. The iris valve is confirmed to open and close without issue. A leak test is performed on the captor valve assembly prior to further processing. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. Device examined with the assistance of engineering. Damage at the distal end was likely the result of tortuous/calcified anatomy. The device leaked through the iris valve when flushing with water and a 60cc syringe. The device was tested as returned, with the grey positioner through the valve. Device was also leak tested with grey positioner removed. The device leaked as the check-flo discs maintained an open position. The check-flo discs were examined. Each disc was torn. The damage to the discs likely contributed to the leakage. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas of improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.